Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported the ngage nitinol stone extractor basket could not open when tested prior to use. This device was not used on a patient. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation ¿ evaluation: one used ngage nitinol stone extractor was received for evaluation. The device was returned with both the handle and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 4 cm in length. A visual examination noted the support sheath and the basket sheath are still attached. A check of the basket sheath noted no damage, kinks, or bends. Under magnification, coating is noted in the distal tip of the sheath. A functional test noted the handle does not actuate the basket formation. The handle was disassembled and the basket formation cannot be manually actuated. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed 1 non-conformance during the manufacturing process for the issue of foreign matter, loose. This non-conformance would not cause or contribute to the reported issue a review of complaint history for this product/lot number combination revealed there have been no other complaints received. The definitive root cause of this device issue could not be determined and no conclusion can be drawn. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.